Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the azur embolization coil was being used to treat a patient with pelvic congestion syndrome. The physician was attempting to place a coil into the patient's left ovarian vein. Numerous coils had already been placed in the vein via a 2.8fr 130cm microcatheter. The physician was attempting to place a final "capping" coil into the left ovarian vein before moving to the right ovarian vein. This final coil was the azur coil, which was attempted delivery through the 5fr catheter into the ovarian vein. The coil appeared to be oversized. The physician realized the coil was too large and started to attempt to remove it from the patient. During gently pulling the coil, the coil no longer was moving on the screen. The physician thought it had detached inside the 5fr catheter: however, upon removal of the pusher wire, it appeared the pusher wire had actually severed inside the catheter. The physician removed the 6fr 45cm sheath, which exposed a portion of the coil itself, which appeared to have unraveled as well. This portion of the coil was outside of the patient's body. The physician was able to carefully thread a 5fr micropuncture transitional sheath over the unraveled part of the coil, regain access into the femoral vein, and pulled the rest of the coil safely out of the patient. The physician then continued to embolize the right ovarian vein with no further incident using terumo coils. The patient left the ir suite in a stable fashion. No harm appeared to be caused to the patient.

Manufacturer narrative:
No additional information was received. The device pusher and implant were returned to the manufacturer and their evaluation is complete. Investigation conclusion: the investigation of the returned coil system found the implant stretched and broken at the proximal section and separated from the pusher. The portion of the implant proximal to the observed break was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing retraction forces over specification. The 5fr glide c2 catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.